Event description:
Patient presented to the physician with a flipped ipg in the pocket causing pain. Patient was diagnosed as a twiddler. Physician brought the patient into the or, re-secured the ipg, and closed.